Event description:
Device #2 malfunction: failure to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed the suture was not present. The device was removed and a second proglide was used with the same results. A starclose was used to achieve hemostasis. A 10cm hematoma developed at the site treated with "digital/manual pressure." There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 proglide, part# 12673-05, lot # 50072-6h, is being filed under medwatch MFR report number: 2953144-2008-01329. Device #3 starclose, part# 14677-02, lot # unk, is being filed under a separate MFR report number.